Manufacturer narrative:
Additional information received on 19 january 2017 and includes: the surgeon revised the stem, head and liner on (B)(6) 2017. The surgery was completed successfully. On 30 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: early postoperative fracture occurred 3 weeks after primary cementless total hip surgery in a female patient. No report of trauma has been received. Postoperative femoral fractures are possible adverse events following total hip arthroplasty. This event may be the consequence of the intraoperative bone weakening, a normal side effect of femoral preparation. The appearance of a radiopaque object apparently near the bone-implant interface remains unexplained; a different projection would be useful and necessary to determine its position. In this case there is no reason to suspect a malfunctioning device. Batch review performed on 06 february 2017. Lot 163833: (B)(4) items manufactured and released on 13 october 2016. Expiration date: 2021-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon noticed that his femur was fractured. The surgeon plans to revise the patient on (B)(6) 2017.